Event description:
Two 3.5mm cortex screws, implanted in 2001, were noted as broken and were removed in 2002. Pt sustained a left basilar femoral neck fracture in 7/1999 and was treated with a dcs plate. Fracture went to non-union and was revised in 12/1999 to intertrochanteric osteotomy with a 130 degree osteotomy blade plate. Fracture healed. Pt experiened decreased femoral neck offset and blade plate was removed, hip was deliberately dislocated and repositioned with the subject screws. One screw was noted as broken in 2/2002 and the other noted as broken in 4/2002 with diagnosed trochanteric non-union.